Event description:
It was reported that the system 9800 would not initialize and was not operational. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The x ray controller and single board computer were upgraded to the latest configurations. The system was tested and found to be working as intended and placed back into service.